Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient's caretaker (non-medical professional) that the patient experienced inaccurate cgm values which occurred after the sensor had been inserted in the abdomen. On (B)(6) 2025, the patient fainted twice. Besides passing out, the patient did not experience any other symptoms. The dexcom reading was approximately 300 mg/dl, but no blood glucose monitoring (bgm) was performed, and no treatment was administered. After three calls to paramedics, they arrived. The dexcom still reads approximately 300 mg/dl, while the bgm is approximately 500 mg/dl. The paramedics decided to rush the patient to the hospital. At around 2 am, the patient was taken to the emergency department (ed). The bgm still showed around 500 mg/dl. The hospital recommended treatment with an insulin drip and IV fluids. After five hours of treatment, the patient's readings returned to normal, and the patient felt better. The hospital concluded that there were no other medical conditions contributing to the event. Around 7am, the patient was discharged. There was no documentation of further medical evaluation or intervention. The patient was feeling normal feeling the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient fainted. The reported glucose values fall within the b zone of the parkes error grid after paramedics checked. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.